Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable at the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken wire at the tip. Backup instrument of different kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noted. The surgeon was trying to grasp tissue when the issue was noticed. There was no collision with any other instruments or tools.